Event description:
It was reported that the external pulse generator would not power up. It was further reported that there had been blood in the battery compartment but that it had been cleaned out, and that there was blood on the battery flex circuit. The return paperwork also indicated possible "bad battery cable." The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
Further review prompted a change in the device analysis results.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the external pulse generator (epg) will not power on and there was blood in the battery compartmemt that was cleaned out. The voltage was measured and diodes were shorted. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the battery flex was corroded. It was also noted that the upper and lower cases were broken and contaminated, the battery release was contaminated, one bail cover was broken, one bail cover was missing, the battery release o-ring was damaged, the battery contacts were compressed, one bail was missing, the battery drawer was contaminated, and the keyboard was scratched.